Manufacturer narrative:
Follow-up #1 07/23/2015 device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, there reporter contacted animas alleging blood glucose levels from 2.3 mmol/l to 21 mmol/l with nausea related to an allegation of inaccurate insulin delivery. The reported blood glucose levels do not meet animas criteria for an adverse event. Troubleshooting of the event was unable to be completed at the time of contact as the patient was not available. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at this time.